Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding blade getting stuck 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: a review of the DHR associated with rio 332 found quality inspection procedures successfully passed. Based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding blade getting stuck. There were no other reported events for the listed catalog number. Conclusion: the session and vp log data from the case was reviewed. An analysis of the checkpoints values, bone registration values, rio registration values, bone preparation checkpoints values, and occurrence of velocity traps was performed. The data at this time shows that all system verification values were within the accuracy tolerance region; the mako operated as expected. No system defect or malfunction is suspected. Some possible causes for getting a blade stuck mid-cut include, but are not limited to: not providing enough support for the femur. This increases the weight on the proximal tibia which creates a press-fit on the resection, causing the blade to become stuck. Blade heating and expanding. If spending a long time making a resection, the blade can heat up, causing the metal to expand; this can lodge the blade mid-cut.

Event description:
During tka procedure, surgeon was cutting proximal tibia when the cutting blade stalled and became stuck inside the patient¿s tibial bone. Surgeon then began rocking the arm slightly in an attempt to dislodge the blade and move the arm. In doing so, the surgeon nicked the skin on the patient¿s operative knee just adjacent to the surgical incision.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During tka procedure, surgeon was cutting proximal tibia when the cutting blade stalled and became stuck inside the patient¿s tibial bone. Surgeon then began rocking the arm slightly in an attempt to dislodge the blade and move the arm. In doing so, the surgeon nicked the skin on the patient¿s operative knee just adjacent to the surgical incision.